Event description:
It was reported via repair work order that the brakes were not holding due to worn brake rings and malfunctioned brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.